Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04669 was provided in sections b2, b5, d6 h1, and h6.

Event description:
Patient was transitioned to hospice care and the decision to withdraw care was made. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the impella 5.5 was placed after left ventricle (lv) access was obtained using an angled glide wire and marked peripheral catheter. Then in an attempt to optimize placement, placement was lost. Access to lv was lost after peel away sheath was removed. After witless attempts using fluoroscopy and tee were unsuccessful and the doctor opted for sponge plug technique. This led to access using a 7fr sheath and heavy ties, then again using the same catheters and wires access to lv was obtained, and sponge plugs were attached to impella. Impella was advanced, however wore access would be lost again. Again, steps were completed with access to lv, sponge plug attached this time with success. Unfortunately, blood products were needed post placement so that impella performance could be increased. Impella was secured in place and patient was sent to ICU. In addition, despite giving 10k units of heparin and 5k additional, a lv thrombus was noted. Additionally, anticoagulants were halted due to access site bleeding.

Manufacturer narrative:
The investigation of access site bleeding, thrombus, positioning issue, and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: the patient experienced oozing at the insertion site of the impella pump. The root cause of the access site bleeding was most likely use related due to repositioning to optimize placement. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Positioning issue: the root cause of the positioning issue was most likely improper technique removing the sheath resulting in the pump to come out of the lv. Low pump flow: the root cause for the low pump flow was most likely patient condition based on clinical details and data log analysis. G1 reporting contact email revised on manufacturer device report 1220648-2023-04669 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04669. H6 medical device problem code 1248 and 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04669. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2023-04669.